Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05366. The pt received her scs system on (B)(6) 2011 including an ipg and a paddle lead. It was reported that the pt had an infection at the lead incision and ipg site. The infection was treated with IV antibiotics. An x-ray was taken and the lead was pulled partially out of the header. Contacts 1-8 showed low impedance. When the pt pressed on her ipg, she could feel stimulation. Contacts 9-16 looked fully connected but the pt could no longer feel stimulation on any of the contacts with the amplitude turned up to maximum level. The pt is scheduled for a surgical procedure to resolve the issue. Attempts to gather additional info have been unsuccessful. No further info is available at this time.